Event description:
According to the physician, after post dilating the cypher stent with the durastar balloon in the rca, the physician stated that it felt as if the durastar balloon was stuck to the stent. He had to manipulate the durastar balloon in order to pull it out of the patient. There was no report of patient injury. Per the qualrap, the facility is unwilling to provide patient information.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.